Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Receiver's data logs were downloaded and reviewed finding a screen error alarm, in addition to a hardware errors. Based on the finding of a screen error alarm this is being reported. The complaint was confirmed. The root cause was determined to be a bad battery.